Event description:
The international customer reported the device did not power on. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The manufacturer's service technician was able to duplicate the reported problem. The manufacturer's service technician repaired the unit by replacing the power management board. Unit was checked overall, cleaned, run in tests and functional tested.

Event description:
The international customer reported the device did not power on. There was no patient involvement.

Manufacturer narrative:
Conclusion / root cause: replacement of shorted u42 corrected the problem with this customer returned power management (pm) board. This report is being submitted as part of the remediation for CAPA (B)(4).